Event description:
Vat nurse placing a midline, unable to thread in introducer even after nicking the patient. Introducer removed and that is when the defect was noticed. New midline kit opened to retrieve second introducer. No issues after using new introducer. FDA safety report ID# (B)(4).